Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (0012370576); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a 26mm evolut fx+ valve, there was initial difficulty passing the delivery catheter system (dcs) through the pe-existing non-medtronic surgical aortic valve (sav) frame. The first deployment attempt of the valve appeared very constrained. The patient's blood pressure was noted to be low and was not recovering independently, prompting anesthesia to treat the low blood pressure medically. The valve was fully recaptured into the dcs, and a decision was made to remove the dcs completely. A pre-dilation was performed with an 18mm non-medtronic balloon. A new 26mm evolut fx+ valve and dcs were then prepped, checked, and successfully implanted. The procedure was delayed by 5-10 minutes. The existing sav was identified as a contributing factor to the event.